Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus continuous glucose sensor with the ilet system, resulting in failure to connect and elevated glucose levels. The highest reported glucose value during the event was 297 mg/dl, and glucose remained elevated for approximately six hours. No backup therapy, ketone testing, or medical intervention was reported. The issue was addressed through guided troubleshooting, including step-by-step assistance with the ilet system and mobile application, after which a new sensor was placed into warmup. Following completion of the warmup period, the sensor successfully connected, glucose readings resumed, and the issue was resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The investigation included communication with the user and review of the information provided. Investigation of this case identified an interoperability issue between connected components, characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. Based on previously established findings for similar reports, the cause was attributed to a component failure.